Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device alarmed and shut down while in use. The manufacturer's field service engineer confirmed the reported problem and replaced the power supply. No patient harm reported.